Event description:
Can't walk very far, and that she is "almost paralyzed now" and "super handicapped now" [walking difficulty]. Injection was painful/it hurt so bad I was screaming on that table, it was a real heavy burning fire [injection site joint pain] . Swollen left knee [swelling of l knee] ([wrong technique in device usage process]). Case narrative: initial information was received from united states on 13-mar-2020 regarding an unsolicited valid serious case from a patient via call center. This case involves an unknown age female patient who couldn't walk very far, and that she is "almost paralyzed now" and "super handicapped now", injection was painful/it hurt so bad I was screaming on that table, it was a real heavy burning fire and swollen left knee, after using medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc, euflexxa and hyalgan. For the past 6 years she had received gel injections for her knees. Patient never had a reaction before to synvisc, euflexxa and hyalgan (like the one experienced after 3rd injection). The patient's past vaccination(s), family history and concomitant medications were not provided. At the time of the event, the patient had ongoing hypertension. The patient mentioned that during the first dose of synvisc, it was really hard for the practitioner to push the plunger down and he said perhaps it was changed to be a thicker fluid. Patient had inflamed knee before the injection. On (B)(6) 2020(last tuesday), the patient received 3rd synvisc injection (hylan g-f 20, sodium hyaluronate) at unknown dose and frequency (lot unknown) for being bone on bone in knee. Information on lot number was requested. Reportedly, her pcp (primary care physician) told her to receive the 3rd injection even though he thought they did not work and planned to try a cortisone injection. The patient was concerned that the synvisc might have been tampered because when she arrived the syringe was already removed from the packaging, she asked if that was for her and the staff holding it said she was going to put it with others. The patient mentioned that the third injection was painful, she stated her left knee was already inflamed, it hurt so bad that patient was screaming on that table, it was a real heavy burning fire (latency: same day). The patient told the practitioner to stop the injection but that he said that he was almost done and he wanted to see what would happen. She recalled that he used an ultrasound to guide the needle and he claimed it was positioned ok. Later her pcp said it was not in the right position and the synvisc was injected into her tissue. She returned to the office for x-rays of her swollen left knee (latency: unknown). On an unknown date in (B)(6) 2020, after unknown latency, the patient could not walk very far, and that she was almost paralyzed and was super handicapped after receiving the third injection of synvisc (caused disability). The patient was upset from the outcome of her recent treatment, from the care and inconsistent information from her providers. Patient stated that she followed the protocol according to her doctors and she asked for compensation. Also, as per the patient she had high blood pressure and should not receive cortisone, but her doctors did not seem to know anything. Patient called back to ask if there had been any changes to synvisc's ingredients, chicken source, viscosity and if was alright if it was injected into the tissue and if it was alright to be opened before handling and administration. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc, batch number: unknown with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Investigation end date: 17-apr-2020 . Follow up was received on 13-mar-2020 from other healthcare professional: global ptc (product technical compliant) number was added. Additional information was received on 17-apr-2020 from healthcare professional. Ptc results were added and text was amended accordingly.

Event description:
Can't walk very far, and that she is "almost paralyzed now" and "super handicapped now" [walking difficulty] injection was painful/it hurt so bad I was screaming on that table, it was a real heavy burning fire [injection site joint pain] swollen left knee [swelling of l knee] ([wrong technique in device usage process]). Case narrative: based on the information received on 01-mar-2021 case was identified as duplicate of case (B)(4) and all information received in the case (B)(4) was merged in the case (B)(4) . Initial information was received from united states on 13-mar-2020 regarding an unsolicited valid serious case from a patient via call center. This case involves an unknown age female patient who couldn't walk very far, and that she is "almost paralyzed now" and "super handicapped now", injection was painful/it hurt so bad I was screaming on that table, it was a real heavy burning fire and swollen left knee, after using medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc, euflexxa and hyalgan. For the past 6 years she had received gel injections for her knees. Patient never had a reaction before to synvisc, euflexxa and hyalgan (like the one experienced after 3rd injection). The patient's past vaccination(s), family history and concomitant medications were not provided. At the time of the event, the patient had ongoing hypertension. The patient mentioned that during the first dose of synvisc, it was really hard for the practitioner to push the plunger down and he said perhaps it was changed to be a thicker fluid. Patient had inflamed knee before the injection. On (B)(6) 2020 (last tuesday), the patient received 3rd synvisc injection (hylan g-f 20, sodium hyaluronate) at unknown dose and frequency (lot - unknown) for being bone on bone in knee. Information on lot number was requested. Reportedly, her pcp (primary care physician) told her to receive the 3rd injection even though he thought they did not work and planned to try a cortisone injection. The patient was concerned that the synvisc might have been tampered because when she arrived the syringe was already removed from the packaging, she asked if that was for her and the staff holding it said she was going to put it with others. The patient mentioned that the third injection was painful, she stated her left knee was already inflamed, it hurt so bad that patient was screaming on that table, it was a real heavy burning fire (latency: same day). The patient told the practitioner to stop the injection but that he said that he was almost done and he wanted to see what would happen. She recalled that he used an ultrasound to guide the needle and he claimed it was positioned ok. Later her pcp said it was not in the right position and the synvisc was injected into her tissue. She returned to the office for x-rays of her swollen left knee (latency: unknown). On an unknown date in (B)(6) 2020, after unknown latency, the patient could not walk very far, and that she was almost paralyzed and was super handicapped after receiving the third injection of synvisc (caused disability). The patient was upset from the outcome of her recent treatment, from the care and inconsistent information from her providers. Patient stated that she followed the protocol according to her doctors and she asked for compensation. Also, as per the patient she had high blood pressure and should not receive cortisone, but her doctors did not seem to know anything. Patient called back to ask if there had been any changes to synvisc's ingredients, chicken source, viscosity and if was alright if it was injected into the tissue and if it was alright to be opened before handling and administration. She was concerned as she was a cripple now. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated on 16-mar-2020 for synvisc, batch number: unknown with global ptc number: 100029886. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Investigation end date: 17-apr-2020 follow up was received on 13-mar-2020 from other healthcare professional: global ptc (product technical compliant) number was added. Additional information was received on 17-apr-2020 from healthcare professional. Ptc results were added and text was amended accordingly. Based on the information received on 01-mar-2021 case was identified as duplicate of case (B)(4) and all information received in the case (B)(4) was merged in the case (B)(4).

Event description:
Can't walk very far, and that she is "almost paralyzed now" and "super handicapped now" [walking difficulty]. Injection was painful/it hurt so bad I was screaming on that table, it was a real heavy burning fire [injection site joint pain]. Swollen left knee [swelling of l knee] ([wrong technique in device usage process]). Case narrative: initial information was received from united states on 13-mar-2020 regarding an unsolicited valid serious case from a patient via call center. This case involves an unknown age female patient who couldn't walk very far, and that she is "almost paralyzed now" and "super handicapped now", injection was painful/it hurt so bad I was screaming on that table, it was a real heavy burning fire and swollen left knee, after using medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc, euflexxa and hyalgan. For the past 6 years she had received gel injections for her knees. Patient never had a reaction before to synvisc, euflexxa and hyalgan (like the one experienced after 3rd injection). The patient's past vaccination(s), family history and concomitant medications were not provided. At the time of the event, the patient had ongoing hypertension. The patient mentioned that during the first dose of synvisc, it was really hard for the practitioner to push the plunger down and he said perhaps it was changed to be a thicker fluid. Patient had inflamed knee before the injection. On (B)(6) 2020 (last tuesday), the patient received 3rd synvisc injection (hylan g-f 20, sodium hyaluronate) at unknown dose and frequency (lot - unknown) for being bone on bone in knee. Information on lot number was requested. Reportedly, her pcp (primary care physician) told her to receive the 3rd injection even though he thought they did not work and planned to try a cortisone injection. The patient was concerned that the synvisc might have been tampered because when she arrived the syringe was already removed from the packaging, she asked if that was for her and the staff holding it said she was going to put it with others. The patient mentioned that the third injection was painful, she stated her left knee was already inflamed, it hurt so bad that patient was screaming on that table, it was a real heavy burning fire (latency: same day). The patient told the practitioner to stop the injection but that he said that he was almost done and he wanted to see what would happen. She recalled that he used an ultrasound to guide the needle and he claimed it was positioned ok. Later her pcp said it was not in the right position and the synvisc was injected into her tissue. She returned to the office for x-rays of her swollen left knee (latency: unknown). On an unknown date in (B)(6) 2020, after unknown latency, the patient could not walk very far, and that she was almost paralyzed and was super handicapped after receiving the third injection of synvisc (caused disability). The patient was upset from the outcome of her recent treatment, from the care and inconsistent information from her providers. Patient stated that she followed the protocol according to her doctors and she asked for compensation. Also, as per the patient she had high blood pressure and should not receive cortisone, but her doctors did not seem to know anything. Patient called back to ask if there had been any changes to synvisc's ingredients, chicken source, viscosity and if was alright if it was injected into the tissue and if it was alright to be opened before handling and administration. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for all the events. A product technical complaint was initiated and results were pending for the same.